Event description:
It was reported that leakage occurred in the cracks of the female connector.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.